Event description:
It was reported that the external pulse generator (epg) would shut off when the battery was being changed. It was verified that the battery had sufficient voltage, and the operation was attempted with three different batteries. The caller was informed that the unit was outside of its service life, and replacement options were suggested. The current status of the epg is unknown. There was no patient involvement.